Event description:
It was reported that after surgery was completed (t2 gtn case), while the scrub tech was disassembling the instrument (gtn targeter), the strike plate fell off and left the threads threaded into the targeter. There was no adverse consequence to the pt and surgery was completed successfully.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.